Event description:
It was reported the flex deflectable videoscope had an abnormal coloration (pinkish) on one side of the camera. The event occurred during pre-use inspection. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Additional information: d8. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed, due to damage on the charged coupled device (ccd) unit in the endoscope connector, color tone of the image was not proper (image is magenta or green only). Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes such as damage or deterioration of parts, optical problem, and electrical problems. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.